Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned the balloon catheter noted blood in the guide wire lumen, which is consistent with being advanced over a guide wire. There was no contrast visible. The balloon was loosely folded. There was a tear at the proximal end of the tip, for a length of 1 mm. There were multiple kinks through out the entire length of the shaft. There was no other damage noted to the balloon catheter. The multiple kinks noted throughout the shaft are likely due to pushing against resistance during the attempt to cross the lesion. Additionally, it is likely that the tip portion of the fox sv became lodged within the calcified lesion causing the resistance during removal and the tear noted at the proximal end of the tip. There was no damage noted prior to use, indicating that the damage was induced during use. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the lesion sight was described as moderately calcified, which likely contributed to the difficulty crossing. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, the reported difficulties and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the left illiac vessel with moderate calcification. An attempt was made to advance the fox balloon; however, the device did not cross the lesion. Upon removal some resistance was met with the vessel, and it was noted that the proximal shaft was kinked and the tip was folded. There were no adverse patient effects. No additional information was provided.